Manufacturer narrative:
The insulin pump was received with severely scratched display window and cracked reservoir tube lip.

Event description:
Customer reported there was scratches all over her insulin pump's screen. The customer's blood glucose was unknown. The customer was unaware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.